Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on (B)(6) 2025, during a hemodialysis session, the hospital staff detected bleeding at the connection site of the chronic catheter. After disconnecting the patient, the nurse observed a crack in the spiral cap (blue luer adapter). Tego was not utilized. The insertion site was not treated prior to product placement. Following communication with the patient's family, the catheter was repaired by replacing the blue luer adapter as a remedial action and the intervention/treatment required as a result of the event. There was no blood loss, and no blood transfusion required due to the event. There was no reported patient injury.